Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low sensor scan results abd it is unknown whether the customer noted a trend arrow on the device. The customer experienced dizziness, seizure, and loss of consciousness. The customer was unable to self-treat and was administered an insulin injection (dose/type unspecified) by healthcare professional. There was no report of death or permanent impairment associated with this event.